Event description:
It was reported that the customer received a button error alarm on the insulin pump after the buttons were not consistently responding. Her blood glucose level was 148 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Customer also stated two days prior to the event, her blood glucose was elevated in the 200 to 250 mg/dl range and then dropped to 51 mg/dl. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to corroded keypad traces. No battery alarms or low reservoir alarms could be verified due to the unresponsive button. The insulni pump was received with a cracked case at the display window corners, broken battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.